Event description:
Customer sales representative reported during an unspecified procedure, as the users were firing the laser, the fiber connection to the plastic piece came off and the laser kept on firing even though the users were not firing. The laser did not stop until the users unplugged the fiber. According to the reporter, the laser itself was working, customer tried a new fiber and worked without any issues. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. In a follow up communication, the customer reported device is being shipped for evaluation. To date, the subject device has not yet been received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e3, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely to have been related to device mishandling near the connector end/ strain relief. The distal tip shows signs of usage but the break at the connector shows no signs of use suggesting the fiber either broke after the fiber was unplugged or that the user report of the device continuing to fire is inaccurate and more likely the fiber continued to burn at the tip following ending of fiber activation. Olympus will continue to monitor field performance for this device.